Event description:
It was reported that the device was used during an anterior spinal fusion exposure procedure. The clips dropped out of the jaw. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 04/23/2009. Results/conclusions - damaged antiback-up. Eval summary: the analysis results found that one mcl20 was received for analysis. It was cycled and the antiback-up mechanism was noted non-functional, causing the clips dropping from the jaws. The device was disassembled and the antibackup lever teeth were noted worn out. It could not be determined what may have caused the condition found. Additionally, the feed bar was found bent. We have documented the constructions as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.